Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 40 mg/dl. The customer reported sensor alerts. The customer had no symptoms. The customer did not treat the low blood glucose level. The current blood glucose level was unknown. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis however, the sensor will be returned for analysis.